Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 250 mg/dl, 260 mg/dl, 139 mg/dl compared to readings of 160 mg/dl, 127 mg/dl, 95 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 250 mg/dl, 260 mg/dl, 139 mg/dl compared to readings of 160 mg/dl, 127 mg/dl, 95 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Attempt to extract the sensor data using the evaluation module (evm) was unsuccessful. An extended investigation was conducted where a visual inspection on the returned sensor puck revealed no issues. The returned sensor was scanned, however, the sensor was unable to communicate with the evm. The sensor puck was further de-cased and visual inspection was performed on the printed circuit board assembly (pcba) and no contamination or component damage was observed. The battery voltage of the returned sensor was measured and found to be below the required level, indicating it was drained. The battery was removed, and the sensor was placed in a test fixture with external power to extract the data. The scan was successful, confirming that the sensor was activated. The sensor data was analyzed and the battery voltage was below the expected threshold. Attempted to activate and reprogram the sensor to perform a source measurement unit (smu) and consumption testing however a full event log message followed by a command error was observed. This message prevented the sensor from performing further testing to verify the sensor functionality and electronics. Therefore, further investigation is unable to be performed for this issue and the issue is deemed unable to test. All pertinent information available to abbott diabetes care has been submitted. Section 4 (UDI) has been updated. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.